Event description:
It was reported that there is no capture on the atrial lead even at high output settings. The lead remains in use, however the implantable cardioverter defibrillator is recommended for changeout due to the battery being at a recommended replacement time (rrt) condition. It was further reported that the atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched.

Event description:
It was reported that there is no capture on the atrial lead even at high output settings. The lead remains in use, however the implantable cardioverter defibrillator is recommended for changeout due to the battery being at a recommended replacement time (rrt) condition. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.